Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.

Event description:
It was reported that after the new software was loaded on the device, the device was imminently approaching elective replacement indicator (eri). The device was explanted and replaced. No patient complications have been reported as a result of this event.